Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The electrode was not returned in its original packaging. The distal end of the device shows signs of activation. The missing section of the active loop was not returned with the complaint. The fracture faces show signs of a brittle failure. Also there are no signs of a reduction on cross sectional area, indicating a non-mechanical failure mode. It was indicated during test work and analysis that the electrode loops are more likely to fail when activated in the beak which is a condition not unexpected in the field, IFU advising the user not to operate the electrode in the beak of the sheath. Cause is user error.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(4) 2017 and the electrosurgical device was used to resect a myoma. During the evaluation, loop fracture was found. Another like device was used to complete the procedure. There were no reported patient consequences. No further information is available.